Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline (4mm x 16mm) was advanced in the patient, but then withdrawn out of patient since the marksman catheter was too proximal to deliver the pipeline. Another pipeline (4mm x 16mm) was then successfully deployed in the patient, but required balloon angioplasty (an option presented in the instructions for use, u.s) with a hyperform balloon to achieve full wall apposition. The patient was expected to be released home the following day.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).